Manufacturer narrative:
(B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00v 22.0 diopter intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2017. Post-operatively, one day after surgery, the patient complained of glare/photophobia. The doctor prescribed sanpilo eye drops for ocular hypotensive effect and constricted pupil, as he doubted dysphotopsia; however, the issue was not resolved. Therefore, the lens was explanted on (B)(6) 2017, and replaced with model zkb00. Post op, a little dysphotopsia and a gradual recovery were reported. No additional medicine was prescribed. No additional information was provided.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 11/06/2017. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.